Manufacturer narrative:
(B)(4) - blurred vision; halo. Size incorrect for patient. (B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst, etc). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, there is not enough clinical data to determine the exact cause of this event, however we cannot rule out low vaulting secondary to a short lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to low vaulting. Subsequently, the patient experienced glare/halos and blurred vision. The icl was exchanged for a longer lens which resolved the problem. There was swelling noted at the incision site but the patient is seeing 20/15 and is very happy.